Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a pacemaker replacement procedure, the terminal pin of the right atrial (ra) lead separated from the lead body while it was being removing from the device header. The ra lead was subsequently removed from the device header, surgically abandoned, and a new ra lead was successfully implanted and connected to the newly implanted pacemaker device. No adverse patient effects were reported.